Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not passed high pressure test. Customer¿s blood glucose level was extreme high due to no delivery of insulin and was hospitalized. Customer¿s blood glucose level was 33.3 mmol/l at time of incident, treated with bolus and they also had nausea and dizzy. Customer performed the high pressure test, first time test result was passed, second time did not pass and customer repeated high pressure test and test result was insulin pump did not pass. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.(B)(4).